Manufacturer narrative:
A titan pump was received for evaluation. Analysis revealed a separation in the pump body; this was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. Based on examination of the returned product, it was concluded that the rough and irregular surfaces of the separation in the pump body indicated that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance and capas revealed no trends for this lot. Date of implant: 2018, exact month and date unknown.

Event description:
According to the available information, there was a split in the top of the pump. The pump was explanted and replaced.